Manufacturer narrative:
(B)(4). Date sent: 12/28/2019. Date of event: publication year of 2013. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
Title: laparoscopic resection of retrorectal tumors: a feasibility study in 12 consecutive patients author : julie duclos, le´on maggiori, magaly zappa, marianne ferron, yves panis. Citation: surg endosc (2014) 28:1223¿1229. Doi 10.1007/s00464-013-3312-x. The objective of this study was to assess the results of laparoscopy for the treatment of retrorectal tumors (rrt). A total of 12 female patients, ages ranging from 22 to 89 years (mean age, 55 years), underwent laparoscopic resection for rrt between 2003 and 2012. A laparoscopic approach for rrt surgical management was performed. All dissection was done using ultrasonic shears (harmonic scalpel, ethicon endosurgery, norderstedt, germany). Intra-operative presacral bleeding (n=1) and technical difficulties obtaining exposure (n=1) required conversion to laparotomy. An intraoperative rectal injury occurred in 1 patient during the resection of a small tumor. The injury was repaired by suturing and a temporary diverting loop ileostomy was performed. This patient underwent an uncomplicated intestinal continuity restoration 2 months after the index procedure. Two patients developed postoperative urinary tract infection that was treated with antibiotics. In conclusion, the authors reported that laparoscopic resection for rrt seems feasible, safe and that this can be a valid alternative to standard kraske or open abdominal approaches for the treatment of rrt.